Event description:
Known smoker: pt allegedly lit a cigarette while wearing nasal cannula and using oxygen from size cylinder. Report from pt's caregiver indicated possibility patient was intoxicated at the time of the incident. Equipment and cylinder returned to co. Nasal cannula prongs slightly blackened - no other visible damage noted on cylinder or regulator. Cannula and cylinder photographed. Cylinder returned empty.